Event description:
It was reported that the patient received unanticipated therapy due to lead noise. Provocation tests did not result in noise, and the x thorax did not suggest any anomalies. The physician determined that a subclavian crush was the root cause of noise. The lead remains in service.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.